Manufacturer narrative:
Other, other text: additional information was received indicating that the reported issue was found during pre-check, prior to use.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A motor not running error was found in the event history log (ehl). The error was replicated during an occlusion test. The customer reported product problem was therefore confirmed. The error was produced because the motor assembly components were worn. The worn components were replaced to address the reported product problem.

Event description:
It was reported that the drive train on the medfusion pump exhibited a motor issue. No patient injury or complications were reported in relation to this event.